Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0122043, medical device expiration date: 2021-11-30, device manufacture date: 2020-05-01. Medical device lot #: 0157884, medical device expiration date: 2021-11-30, device manufacture date: 2020-06-05. Medical device lot #: 0157884, medical device expiration date: 2021-11-30, device manufacture date: 2020-06-05. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer¿ sst" ii advance plus blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: "our pre-analysis equipment is set to the volume of these tubes. Recently, we have seen that the equipment has difficulty in pi petting dispensing tubes because the volume is not sufficient. We have tested the filling of the tubes and see that there is 4.5 ml of filling instead of 5.0 ml."

Manufacturer narrative:
H6: investigation summary bd received a photograph from the customer showing 3 underfilled tubes. However, 20 retained samples were draw-tested. From this testing it was determined that all 20 tubes drew within specification. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the photo provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: "our pre-analysis equipment is set to the volume of these tubes. Recently, we have seen that the equipment has difficulty in pi petting dispensing tubes because the volume is not sufficient. We have tested the filling of the tubes and see that there is 4.5 ml of filling instead of 5.0 ml."

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: "our pre-analysis equipment is set to the volume of these tubes. Recently, we have seen that the equipment has difficulty in pi petting dispensing tubes because the volume is not sufficient. We have tested the filling of the tubes and see that there is 4.5 ml of filling instead of 5.0 ml.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-11. Investigation summary : bd received 5 samples from batch 0099745 and 3 photos from the customer for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was observed. The customer samples were draw tested and the customer's indicate failure mode for underfill was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-11. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 0181441. D.4. Medical device expiration date: 2021-07-31. H.4. Device manufacture date: 2020-04-16. D.4. Medical device lot #: 0161441. D.4. Medical device expiration date: 2021-12-31. H.4. Device manufacture date: 2020-06-09. D.4. Medical device lot #: 0099745. D.4. Medical device expiration date: 2021-10-31. H.4. Device manufacture date: 2020-04-08. D.4. Medical device lot #: 0009400. D.4. Medical device expiration date: 2021-07-31. H.4. Device manufacture date: 2020-01-09. G.4. Date received by manufacture: 2021-02-22. Investigation summary : a device history review was conducted for lot numbers 0161441, 0009400, 0099745, and 0181441 there were no related quality notifications. All process and final inspections comply with specification requirements. Bd received 5 samples from batches 0161441, 0099745, 0009400. And 3 photos from lot 0181441 from the customer for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was observed. The customer samples were draw tested and the customer's indicate failure mode for underfill was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: "our pre-analysis equipment is set to the volume of these tubes. Recently, we have seen that the equipment has difficulty in pi petting dispensing tubes because the volume is not sufficient. We have tested the filling of the tubes and see that there is 4.5 ml of filling instead of 5.0 ml.".